Manufacturer narrative:
This product has not been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to unknown product performance issue. Additional information obtained from the field which indicated that the lead was found to be dislodged. No additional adverse patient effects were reported.